Event description:
It was reported by service report that the left siderail was not latching up and the right latch handle was cracked and had sharp edges. Customer could not determine if there was pt involvement or if there were adverse consequences to report.

Manufacturer narrative:
Latch handle assembly.